Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured approximately 2.0 cm from the proximal end and kinked in multiple locations throughout its length. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was fractured and kinked. This damage likely occurred due to forceful manipulation of the ruby coil during preparation for use. If the pusher assembly becomes fractured, the pull wire may retract, which would cause the embolization coil to detach. Further evaluation revealed the pet lock was broken. The broken pet lock was likely incidental and may have occurred after the ruby coil became fractured. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the scrub technician inadvertently bent a ruby coil pusher assembly. The pusher assembly became bent prior to use and therefore, the ruby coil was not used for the procedure. The procedure was completed using a new ruby coil.